Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd sharps coll (B)(6) pud 3.0l red was missing a lid. The following information was provided by the initial reporter: "it's missing one (01) lid from the collector in sealed shipping carton."

Manufacturer narrative:
H.6. Investigation: pictures were received as evidence. A DHR review process was made and the result showed there were no issues reported like missing lid during the manufacturing process of the lot number reported under this complaint ((B)(4)). A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lid for the same part number throughout the last twelve months. According with this investigation and the evidence received, it can be seen the following: ¿ there is one missing lid from the product. ¿ the product box is the original packaging. ¿ it was confirmed that the lot number reported under this complaint was manufactured by flex on august 2021. Additionally, in the report customer describes that one lid was missing from the collector in a sealed shipping carton. However, under this evidence we can¿t determine this failure mode as related to the manufacturing process since there¿s a weighing system to assure that the right quantity of components is being packaged. For this reason, it can be concluded that there are many variables that could generate this failure mode due to unknown handling and transportation, if the material is stored or if there are partial sales. Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors, because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect quantity could happen. As art of this investigation, a review of customer complaint records was performed; according with the cc¿s records, there are no more additional complaints received through the last twelve months for the same part number and issue. H3 other text : see h.10.

Event description:
It was reported bd sharps coll mexico pud 3.0l red was missing a lid. The following information was provided by the initial reporter: "it's missing one (01) lid from the collector in sealed shipping carton."